Manufacturer narrative:
Based on the current information, a definitive root cause of the reported incidents described in the article could not be determined. Specific event details were not available. The report appears to be general feedback and not related to the occurrence of an adverse event or injury. The report summarized in the referenced article could not specifically identify if additional issues were pruitt inahara shunts or pruitt f3 shunts. Additional details have not been made available regarding the events in the article. If/when specific event details are received, individual reports will be submitted to document the potential adverse event(s). The instructions for use states to slowly inflate the balloon during the procedure. It is possible that the report is a result of inflating the balloon too rapidly or damage due to mishandling during device preparation, resulting in deformation that could prevent the balloon from inflating concentrically. The IFU provides the following warnings related to balloon inflation: do not inflate the internal carotid balloon to any greater volume than is necessary to obstruct blood flow for the internal carotid artery. Do not grasp the balloon with instruments at any time to avoid damage to the latex. The lot number for the products was not provided; therefore, a lot history review could not be performed.

Event description:
It was reported that the pruitt f3 shunt is used at the hospital for carotid endarterectomy (cea) procedures. The user noted that during balloon inflation, the balloon may sometimes expand only on one side, resulting in nonconcentric expansion. This condition is reported to occur repeatedly and is not considered rare.the user indicated that when the balloon expands nonconcentrically, localized stress may be applied to the vessel wall, which could potentially lead to vessel dissection. Based on this concern, the user strongly requested prompt product improvement to ensure more concentric balloon inflation. Individual event details or specific occurrences of this issue were not made available. Additionally, the user stated that a publication regarding one-sided balloon expansion has been reported.